Event description:
It was reported that during an ovarian resection procedure, the balloon was not expanded. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based upon the inquiry info rec'd and the visual examination, it was concluded that the cut was caused by an external instrument.